Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 22 mmol/l (>396 mg/dl) and ketones reached 5.1 mmol/l (91.8 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include hyperglycemia, weakness, frequent urination, tiredness and pain. At the hospital, the pod was removed the doctor said that the cannula was bent. The patient was treated with intravenous insulin and saline. The patient was released after 24 hours. The pod was removed and discarded at the hospital.